Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device report. Medical safety/clinical review. Medical safety/clinical reviewed the event. An impella cp device was implanted for mechanical circulatory support prior to high-risk percutaneous coronary intervention (pci) involving the left main and left anterior descending artery, with treatment including coronary angioplasty, stent placement, and shockwave therapy. Following cardiopulmonary resuscitation (CPR), device positioning issues were identified. No device alarms were noted; however, fluoroscopic assessment demonstrated that the pump was positioned too deeply within the left ventricle. Initial attempts to reposition the impella cp were unsuccessful, as the device appeared to be stuck within a cardiac structure and could not be withdrawn. After consultation with a senior physician, further attempts were made to reposition the device due to inadequate hemodynamic support. During these attempts, the impella cp migrated into the aorta and could not be repositioned for support. Given the patient¿s ongoing hemodynamic instability, the decision was made to remove and reinsert a new impella cp device. Approximately 23 hours after implant of the new impella cp, the patient expired. No additional clinical or procedural details regarding the event were available. Usmdr, there is insufficient information to exclude impella cp pump 1 as an associated factor in the patient's outcome. Impella cp pump 2 was in use at the time of the patient¿s death; however, based on the available information, impella cp pump 1 is considered the device potentially associated with the demise outcome.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that they encountered pump suction and positioning issues during impella cp support. After brief cardiopulmonary resuscitation, positioning problems occurred. No red alarm occurred, only suction alarm. The pump was viewed under fluoroscopy, and it was not correctly positioned. The pump was too far in the left ventricle. Repositioning initially was not possible. The pump could not be pulled back, because it was stuck in a structure. After consultation with the senior physician, an attempt was made to reposition the pump, as the impella could not currently provide support. During this attempt, the pump slipped in the aorta and it was not possible to reposition it. Due to the patient's hemodynamics instability, the decision was made to reinsert a new pump. A new pump was inserted, however, shortly afterwards the patient expired.